Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error and problem with buttons. Customer¿s blood glucose was 115 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.